Manufacturer narrative:
Additional information was received that the delivery catheter system (dcs) was discarded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e vproplus-23us, serial/lot #: (B)(4), ubd: 20-aug-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, with in a previously implanted surgical valve, the valve was inadvertently deployed past the point of recapture in a higher position than intended. A recapture was attempted but the outflow crowns had already been released. The valve was deployed higher than intended. Although the patient remained stable following deployment, transesophageal echocardiogram (tee) showed greater than moderate paravalvular leak (pvl). A post-implant dilatation was attempted using a 20 mm balloon. During the dilatation the valve moved higher but remained within the surgical valve at a depth of -3 mm. The pvl was still moderate. Subsequently, a non-medtronic valve was implanted within the inflow of the initial transcatheter valve. The implant was successful with trace residual pvl. No adverse patient effects were reported.